Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with an elevated blood glucose (bg) level (value not provided), and vomiting. The cause was not provided. Multiple follow up attempts were made by tandem technical support, however no response was received.